Event description:
It was reported that implantable cardiac monitor was explanted due to patient discomfort. The device was not replaced. The device also was implanted after the use by date. The patient is a participant in the insight xt study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).